Manufacturer narrative:
Evaluation summary: post market vigilance (pmv) led an evaluation of one device. Visual inspection of the cartridges noted that both loading units were fully applied. The anvils were bowed. The clamp bar had broken out of the anvil on one loading unit. A piece of the clamp bar was returned. Due to the condition of the loading units, functional testing could not be performed. A review of the device history record could not be performed because the lot number was not provided. However, records from each manufacturing lot are thoroughly reviewed to ensure that products are released meeting all quality release specifications at the time of manufacture. Additionally, the investigation detected a secondary condition of thick tissue damage that has no relationship to the reported condition. Replication of the bowed anvil and broken clamp bar condition may occur under the following conditions: application over tissue that is beyond the recommended thickness range. Application with an obstacle incorporated in the jaws. In either of these circumstances, it will become increasingly difficult to actuate the firing handle and the instrument return knobs will be difficult to retract. In addition, staples may not form properly and tissue may not be fully transected. The information booklet which accompanies each product shipment offers the following as a warning and precaution. Preoperative radiotherapy may result in changes to tissue. These changes may, for example, cause the tissue thickness to exceed the indicated range thickness for the staple size. Careful consideration should be given to any pre-surgical treatment the patient may have undergone and in corresponding selection of staple size. No further actions have been deemed necessary at this time. If information is provided in the future, a supplemental report will be issued.

Event description:
According to the reporter, there are two manual stapler handles with the same lot number and a reload that had a broken knife of about ( 1 cm). The broken knife fell into the patient's cavity and was retrieved. Also, there were two clip applier which did not work. And received additional two autosuture device which did not work. There was no patient injury.